Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient with s/n (B)(6). They experienced a sudden decrease in patient temperature. The water temperature went up to 39c, then the arctic sun device "shut off". They unplugged the probe and plugged it back in, but no temperature displayed. They turned the device off and back on again and re-plugged the probe and now it seems to be okay. Confirmed when they stated "shut off" they means therapy stopped. Alarm 14 (pt temp probe out of range) and alarm 114 (treatment stopped) in event log. Suggested monitoring the patient temperature. If the temperature was erratic again, or if the temperature was not detected replace the temperature probe and/or the temperature in cable. Suggested monitoring the patient temperature with a secondary source.

Event description:
It was reported that they were treating a patient with s/n (B)(6). They experienced a sudden decrease in patient temperature. The water temperature went up to 39c, then the arctic sun device "shut off". They unplugged the probe and plugged it back in, but no temperature displayed. They turned the device off and back on again and re-plugged the probe and now it seems to be okay. Confirmed when they stated, "shut off" they means therapy stopped. Alarm 14 (pt temp probe out of range) and alarm 114 (treatment stopped) in event log. Suggested monitoring the patient temperature. If the temperature was erratic again, or if the temperature was not detected replace the temperature probe and/or the temperature in cable. Suggested monitoring the patient temperature with a secondary source.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The water temperature went up to 39c, then the arctic sun device "shut off". They unplugged the probe and plugged it back in, but no temperature displayed. They turned the device off and back on again and re-plugged the probe and now it seems to be okay. Confirmed when they stated "shut off" they means therapy stopped. Alarm 14 (pt temp probe out of range) and alarm 114 (treatment stopped) in event log. Suggested monitoring the patient temperature. If the temperature was erratic again, or if the temperature was not detected replace the temperature probe and/or the temperature in cable. Suggested monitoring the patient temperature with a secondary source. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.